Event description:
Risk management received a report about two easy core biopsy needles from the same lot not firing correctly when doing biopsies on patients with difficult kidney tissue. The person who reported the firing problems said, "I do not think these needles are defective. It is my opinion that they are not made with the same quality as the prior "asap" needles." She also indicated she had spoken with the sales representative and had decided not to send back any of the needles that failed at that time.